Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead provocation testing was performed, and the events were not reproduced. The device was reprogrammed to resolve the event, and the patient was in stable condition.